Event description:
A note dated (B)(6) 2013 from the vns treating physician's office reported that the patient does not wish to have the vns device turned back on. No additional information was provided.

Event description:
A physical therapist reported that he was performing e. Stimulation to the vns patient's right shoulder for the past week or so for frozen shoulder. The patient told him that her device had been turned off (B)(6) 2013 for a procedure, and it has not been turned back on. The patient reportedly had two seizures within 4 days when she states that previously she was not having them very often. He is not aware of what patient's baseline seizure frequency was. The physical therapist inquired if the stimulation treatment could be causing her to have seizures. It is unclear to date if the patient's device is in fact turned off as reported, but review of the manufacturer's programming database revealed that the patient was at low settings since implant and was programed off on (B)(6) 2012. The last available settings were on (B)(6) 2012 where the device was still programmed off. Therefore, it is unknown if the device was turned on again sometime since (B)(6) 2012. Attempts for additional information have been unsuccessful to date.